Manufacturer narrative:
Investigation: customer returned (30) 3/10cc, 12.7mm, 29g syringes (2 in an open poly bag, 28 in sealed poly bags) with the shelf carton from lot # 8351985. Customer states that the needle pierced through the shield and there was a needle stick injury. All returned syringes were examined and one syringe in the open poly bag exhibited the cannula through the shield, exposing the cannula, which could lead to a needle stick. A review of the device history record was completed for batch #8351985. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that did not pertain to the complaint. After visual inspection of the sample, we would confirm that it is cannula through shield and happened after getting cannulated, passed the pim inspection for cannula angularity. It must have happened during the process of shielding.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found experiencing a sterility breach before use. The following has been provided by the initial reporter: the needle pierced thru the shield and customer had needle stick injury.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that one bd ultra-fine¿ insulin syringe has been found experiencing a sterility breach before use. The following has been provided by the initial reporter: the needle pierced thru the shield and customer had needle stick injury.